Manufacturer narrative:
(B)(4). Batch # t5a977. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed after firing? Yes. If yes, how was the device removed (red manual knife reverse button, grey anvil release button, cut from tissue, etc.)? Cut from tissue. Did the jaws eventually open? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? For now, no patient consequences. Device analysis: the analysis found that one ec60a device was returned with no apparent damage and with a gst60b partially fired 1/16 cartridge loaded on the device. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that defective device during the stapling. Not possible to staple after puncturing. The device blocked at the endo of the stapling. The device did deliver staples. No malformation of the staples reported. No further information is available.